Event description:
It was reported that the device was still in the box and tested with a low battery voltage. The device was sent to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the low battery voltage was a result of storage temperature. The battery voltage recovered.